Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken and confirmed that the right lead migrated. Reprogramming was done but was unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded.